Event description:
The customer reported that their device was intermittently recognizing the connection to the attached defibrillation therapy cable. This was found during testing and there was no patient use associated with the reported failure.

Manufacturer narrative:
(B)(4). Physio-control provided the customer with the part number for a replacement therapy connector assembly. The customer (biomedical engineer) advised that they will be replacing the therapy connector assembly and once proper device operation is observed through functional and performance testing, the device will be returned to the end user for use. The device has not been returned to physio-control for evaluation.